Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A suture break can be caused by a number of factors including, but not limited to too much tension applied, or the suture was nicked. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test). A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician in training in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional carotid procedure. Reportedly, the knot was tight; however, when pulling on the non rail suture it separated into two portions. The physician cut the rail suture and checked the hemostasis. Manual compression was applied for 10 minutes to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.